Event description:
A patient reported event of ¿pain and device intolerance¿, MRI showed ¿large amount of periprosthetic fluid¿, ¿possibly late seroma and folding without signs of rupture¿. This record relates to the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma- late.